Event description:
It was reported that the pump alarmed on (B)(6) 2011 and a critical alarm was confirmed by telemetry. It was due to a motor stall. When interrogated on (B)(6) 2011 during the refill session the pump was in min rate mode. The event logs showed a low battery and reset had occurred (B)(6) 2011 with a motor stall on (B)(6) 2011. It was also noted that the oldest event log entry showed a motor stall recovery of (B)(6) 2011. The pump was updated with the reservoir volume and put back in s.c. Mode. On (B)(6) 2011 the patient presented to the clinic with a stopped pump mode, motor stall, reset and safe state. The drug delivered was fentanyl 1500 mcg/ml at 425 mcg/day. The pump was set in minimum rate and later replaced; the cause was stated as battery depletion. Good csf (cerebrospinal fluid) return through catheter was noted. Patient recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.